Event description:
Same case as MDR ID # 2134265-2014-02477 and 2134265-2014-02478. It was reported that automatic pullback failure occurred. During a percutaneous transluminal coronary angioplasty (ptca) with intravascular ultrasound, it was noted that the transducer was rotating; however, the pullback mechanism did not work. Procedure was not completed due to this event. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years and older. Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was returned for analysis. The product was received in good condition. The unit passed the mdu-5 plus basic functional test. No error messages were observed during the test. In addition, the unit successfully underwent a continuous burn-in overnight. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty.

Event description:
Same case as MDR ID # 2134265-2014-02477 and 2134265-2014-02478. It was reported that automatic pullback failure occurred. During a percutaneous transluminal coronary angioplasty (ptca) with intravascular ultrasound, it was noted that the transducer was rotating however, the pullback mechanism did not work. Procedure was not completed due to this event. No patient complications were reported and the patient's status was good.